Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having discomfort over the ipg site. The patient will undergo an explant.

Event description:
A report was received that the patient was having discomfort over the ipg site. The patient will undergo an explant.

Event description:
A report was received that the patient was having discomfort over the ipg site. The patient will undergo an explant.